Manufacturer narrative:
Evaluation results: one cadd-legacy pump was returned for investigation in good condition. The customer's reported product problem was verified. The pump was found to be displaying a "service due" alarm message during the investigation. The battery clock date had reached the date at which clock battery service due was required. The clock battery was replaced as a result.

Event description:
Information was received that this smiths medical cadd legacy pump, failed calibration and required service. It was reported that there was no patient involvement.